Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A visual inspection of the returned cycler exterior found two cracks approximately 2.5¿ left and right of center on the top of the front panel ¿ bezel emi shield. No other physical damage was found. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. The drain times were within the time specifications for a liberty cycler. During evaluation of the device, the machine passed the mechanical testing. An internal inspection of the cycler found pneumatic filter hp2 discolored. There was dried fluid on the bottom cover under the left corner (display side) of the pump assembly. The cause of the observed discoloration and dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contacted technical services due to large drain in drain 1. The patient reported draining 5,538 ml from a fill volume of 2,003 ml. Treatment was discontinued. The reported large drain of 5238ml was 276% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient¿s reported issues has resolved without any medical intervention and she thinks the high drain was due to a malfunction. The patient continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues.